Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he was not pleased with treatment results following refractive treatment. He reports he encountered a result other than the expected refraction one day following treatment. The patient is being monitored.

Manufacturer narrative:
At the visit on site the field service engineer controlled the system and no problem was found. The root cause could not be determined conclusively. However, it can be excluded that the device had contributed to the event. (B)(4).